Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would change the pump supplies to address the issues. Ultimately, the customer reverted to an alternate method of insulin therapy. Reportedly, the last week of may, the customer could not recall the exact date, the customer went to the emergency room with a blood glucose level in the 500's. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged the same day.